Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the dressing failing to adhere to the skin is confirmed; however, the root cause could not be determined. One photograph of an infusion set and sentrinex dressing was returned for evaluation. An initial visual observation of the photograph showed an implanted infusion set with a sentrinex dressing covering the infusion set. The circumference of the dressing was not fully adhered to the skin as a portion of the dressing was observed to be lifted away from the skin. Based on the returned photograph, the root cause of the dressing failing to adhere to the skin could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, sentrinex dressing lifted off their patient's skin during a home infusion. They returned to the infusion center with the dressing loose.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.